Event description:
It was reported that the 9800 system had grainy images on large pts. Also, the front casters were not rolling correctly. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The image tube, ccd camera, and front casters were replaced during the svc call. The system was tested, and found to be working as intended, and put back into svc.